Manufacturer narrative:
The manufacturer was advised that the explanted pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt reported not feeling well and being short of breath with tea colored urine. The pt was admitted, lactate dehydrogenase (ldh) was checked and it was noted that it had climbed the 700's. Pt was monitored overnight and ldh checked again in the morning and had continued to climb to 2700. International normalized ratio (inr) was noted to be sub-therapeutic upon admit at 1.3. Previously the pt had coumadin stopped for knee surgery. The pt currently on a heparin gtt to help with hemolysis. The pt is a transplant candidate and was listed as 1a after continued increase of ldh to 3000+. Approx 5 days later, the pt was transplanted and is doing well.